Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone all that they experienced sensor issues such as sensor glucose inaccuracy and a broken cannula. The patient's blood glucose at the time of incident was 310 mg/dl. Troubleshooting for the sensor issues was completed but was not conclusive. The sensor will be returned for analysis.